Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an infection under the lifevest equipment. Patient described the area as a mole being rubbed under the garment clip and got infected. There was no alleged device malfunction contributing to the infection. The patient¿s nurse advised removing the equipment to allow the area heal. Follow up indicated that the infection improved.